Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got wet, showing pump error of motor arm failed self test and buttons did not respond. Customer was able to clear the alarm and unable to complete pump rewind. The customer stated that the numbers were not ramping or the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis